Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ double capsule: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left-side "intracapsular ruptures" and "axillary nodes of inflammatory reactive aspect, not evidencing adenopathy of pathologic character" per ultrasound and MRI reports. Regulatory agency later forwarded healthcare professional's report of capsular contracture, baker grade unknown, granuloma and double capsule. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Physician reported " the left side showing several areas where it is shown detachment of the layers (capsule-membrane) and interposed liquid in between them (being the largest in size of an extension of 50 mm)" . Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., h.3., h.6.

Event description:
Healthcare professional capsular contracture, baker grade iii diagnosed via MRI and touch and "the armpit ganglion of reactive aspect are bilateral.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken device side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Granuloma : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Double capsular : unable to observe since it is a medical event and is not related to the device. Additional observation: yellow particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left-side "intracapsular ruptures" and "axillary nodes of inflammatory reactive aspect, not evidencing adenopathy of pathologic character" per ultrasound and MRI reports. Regulatory agency later forwarded healthcare professional's report of capsular contracture, baker grade unknown, "macrophage reaction to foreign material, capsule with siliconoma" and double capsule. Healthcare professional later confirmed capsular contracture, baker grade iii diagnosed via MRI and palpation. The device has been explanted with complete a capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
The event of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown, granuloma and double capsule. The device has been explanted and replaced.